Event description:
Reporter alleged obtaining discrepant blood glucose values of 57 mg/dl back to back with a result of 94 mg/dl when testing was performed 7 minutes apart on the aviva system. Reporter stated she self treated with a candy bar, however, no other actions or treatment was reported.